Event description:
It was reported the nurse was doing a refill and got what she expected, 3.4 milliliters (ml). The refill took place and the pump was updated at 14:23 on (B)(6) 2014. The patient returned to the office at 14:55 the same day after experiencing some dizziness and having trouble focusing. The patient¿s legs and arms felt weak. As the health care provider (hcp) was talking to the patient, the patient became diaphoretic and her speech slowed and became slightly slurred. The patient was lethargic and taken to the emergency room. The pump reservoir was checked and despite putting in 20 ml, only 18 ml were aspirated when 19.8 ml was expected. There was no alleged pump or catheter product issue and no action required as a result of the event. The patient status at the time of the report was ¿alive- no injury.¿ the pump was being used to deliver fentanyl and clonidine. It was later reported that the other medication the patient was taking at the time of the event included ms contin 60 mg 1 tab oral ¿po¿ daily and ms contin 30 mg daily as needed ¿prn¿. It was noted that the patient was admitted to hospital diagnosed with acute encephalopathy, sinus bradycardia, acute hypercarbic respiratory failure. It was reported that the date of (B)(6) 2014 was provided. It was noted that the patient was discharged as needed ¿prn¿ and ¿management of pain pump¿. It was reported that the patient had worsening of co2 retention, was given narcan bolus. It was noted that symptoms ¿sx¿ improved, admitted physician (hospitalist) suspected symptoms (sx) were due to oral morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l64345, implanted: (B)(6) 1999, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).